Manufacturer narrative:
Batch review performed on 14 november 2018: lot 168490: (B)(4) items manufactured and released on 08-mar-2017. Expiration date: 2022-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component revised: lot 167725: (B)(4) items manufactured and released on 01-mar-2017. Expiration date: 2022-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Document review performed by ceramic ball head manufacturer: the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect or nonconformities regarding sterilization. Due to a lack of ceramic parts further investigation cannot be done.

Event description:
The patient came in complaining of pain 11 months after the primary. The surgeon determined the ball head dislocated from the liner. The surgeon revised the cup, liner and head.